Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently died. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (2g once a week; route and duration not reported) for peritonitis. It was unknown if the peritonitis was resolved. On the same day as this report, the patient died. The cause of death was reported as sudden fall in blood pressure; however, it was not reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.